Event description:
It was reported that oversensing was noted on this cardiac resynchronization therapy defibrillator (crt-d, leading to pacing inhibition. Atrial activity was sensed on the ventricle channel. An x-ray was performed, and the associated right ventricular (rv) lead was noted to be close to the atrium. Technical services (ts) provided troubleshooting recommendations. This crt-d remains in-service. No adverse patient effects were reported.